Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately three (3) years post initial procedure, a type ia endoleak was identified at routine follow-up. Reintervention has not yet been scheduled. The patient is stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak is confirmed. This finding is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 7.6mm occurred that was not included in the event as reported. These findings were discovered during an examination of the computerized tomography scan dated 03/22/2022. The most likely causation for the type ia endoleak is user-related as the device was used off-label. Procedure-related harms for this adverse event/incident could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The neck had an off-label- proximal diameter of 33.4mm (should be 18-32mm), and the neck length was 8mm (should be at least 15mm). These off-label conditions likely contributed to the type ia endoleak. Additionally, the safety and effectiveness of placing a bifurcated stent and proximal extension into a previous open repair graft have not been established. The final patient status was reported to be stable pending the next steps. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately three (3) years post initial procedure, a type ia endoleak was identified at routine follow-up. Reintervention has not yet been scheduled. The patient is stable. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest sac growth of 7.6mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the computerized tomography scan dated (B)(6) 2022 .